Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his pump suspended the night prior and that his blood glucose went down to 41 mg/dl. He said that he understands that he programmed 2 boluses at the same time and that, that caused his blood glucose to drop for dinner. The customer was assisted in reviewing his alarm history and he received three low reservoir alerts. He stated that he treated by eating candy. The customer declined troubleshooting for the low blood glucose. The insulin pump will not be returning for analysis.